Event description:
Customer reports an lv2 infusor overinfused during patient use over 36 hrs instead of an anticipated 5 days. The lv2 infusor contained morphine and dextrose to a total volume of 240ml. Report states, "patient got somniculous", breathing inhibited, oxygenless, unconcious, finally was rescued by the hosp. The clinician took the breath excitants (for example naloxone) to revive the patient.